Event description:
Ambulance personnel were transporting a pt in a code situation. External pacing was attempted and allegedly when pacing current was increased, excessive artifact was displayed and the operator could not discern if capture was obtained. Drug therapy was then given and the pt transported to the hosp without event.